Event description:
The patient reported the left eye moves and stays in the far left corner of the eye while the stimulator is on; the eye remains in a normal position when the stimulator is off. Additional information has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.